Event description:
Customer reported poor image quality and cannot perform image quality measurements and corrections. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed an x-ray tube centering alignment. System operates as intended.